Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the cervical system was explanted in (B)(6) of 2025 due to ineffective stimulation and the date is unknown.

Manufacturer narrative:
Correction: section d4. Correction: section (model :3228 sn: (B)(6)) is the correct device. (Model: 3228, sn (B)(6)). Was wrongly reported and has been corrected.